Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73f1700497 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor tried to clip the hem-o-lok and all the tips broke off. The broken parts were removed from the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there was 1 clip remaining in the cartridge. The clip cartridge appears used as there is biological material present on the cartridge. There is also a scrape mark in one of the clip slots in the cartridge. The clip applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The remaining clip was able to properly load into the jaws of the applier and close. The clip was successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clip. Reference file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the other remarks: jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "hemolok tips broke off" was not confirmed based upon the sample received. Upon functional inspection, the one remaining clip was able to properly load into the jaws of a lab inventory applier and successfully attach to over-stressed surgical tubing. No damages were observed to the returned clip. Since no functional issues were found with the returned clip and the applier or broken clips were not returned, the reported issue could not be confirmed.

Event description:
It was reported that the doctor tried to clip the hem-o-lok and all the tips broke off. The broken parts were removed from the patient. There was no patient injury.